Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify battery out limit alarm, failed battery alarm and rewind anomalies due to unresponsive button. No button error alarm during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button had to be pressed a little harder. The customer blood glucose level was unknown. The customer also reported that batteries do not last long and a little bit noisier. The device will not be returned for analysis.